Manufacturer narrative:
(B)(4). Additional information was received on 12/19/2017: no additional information could be obtained from the customer. As reported by (B)(6), a revive se (frs21452299/t10102) was unable to recanalize the vessel and the patient experienced asymptomatic intracranial hemorrhage in the occluded blood vessel site immediately after the procedure. The patient had presented on (B)(6) 2016 with an acute stage cerebral infarction associated with occlusion of the distal part of the left middle cerebral artery (m1d) and was hospitalized. Before the procedure, aspects-dwi was 3 points, nihss was 19 points and tici was 0. There was mild tortuocity at the occluded site. The vascular diameter at the occluded site at proximal portion was 3.7mm, and distal portion was 3mm and length was 14mm. T-pa(26.1mg/kg) was administered, but there was no re-canalization; therefore, the revive se (complaint product) was used for the procedure. A guiding catheter (9fr optimo, tokai medical product (inserted at 9:15pm) and a microcatheter (2.4fr, laver (inserted at 9:15pm)) were also used for the procedure. The revive se was deployed twice at the occluded site, but recanalization was not obtained. Additionally, a solitaire and penumbra device was used multiple times; however, tici 0 was resulted. Immediately after the procedure, asymptomatic intracranial hemorrhage was observed in the occluded blood vessel site and nihss was 31 immediately after the procedure on (B)(6) 2016. The patient recovered from the asymptomatic intracranial hemorrhage on (B)(6) 2016. On (B)(6) 2016, at the time of discharge, nihss was 17, mrs was 5 and aspect-dwi was 1. No additional information was available the revive se product was not returned for investigation. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. Continued total occlusion is a known potential complication associated with the use of the revive se. The root cause of the event could not be conclusively determined; however, since multiple devices failed to remove the thrombus, vessel or thrombus composition factors may have contributed to the event. As per the IFU: ¿contraindications for this device include extreme vessel tortuosity or other conditions preventing the access of the device¿. The IFU also warns that ¿if the revive se device is unable to reach or cross the occlusion, the procedure should be terminated¿. Hemorrhage and stroke are known potential complications associated with the revive se. Scientific literature estimates the incidence of spontaneous hemorrhagic transformation following stroke to be from 38% to 71% in autopsy studies and from 13% to 43% in CT studies. The root cause of the event could not be determined; however, patient and pharmacologic factors may have contributed to the event. The patient had presented with neurological symptoms and received thrombolytic treatment during the procedure which could increase the likelihood of developing hemorrhagic transformation. There is no current safety signal identified related to the reported events based on reviews of complaint histories for the devices. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The revive se is not distributed in the u.s.; however, is similar to the revive pv that is distributed in the u.s.

Manufacturer narrative:
(B)(4). The revive se is not distributed in the u.s.; however, it is similar to the revive pv that is distributed in the u.s. Concomitant medication: t-pa(26.1 mg/kg) was administered. Concomitant medical devices: a guiding catheter (9fr optimo, tokai medical product), a microcatheter (2.4fr, laver), and a solitaire and pneumbra thrombectomy device were used. (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by the (B)(6) study ((B)(6)), a revive se (frs21452299/t10102) was unable to recanalize the vessel and the patient experienced asymptomatic intracranial hemorrhage in the occluded blood vessel site immediately after the procedure. The patient had presented on (B)(6) 2016 with an acute stage cerebral infarction associated with occlusion of the distal part of the left middle cerebral artery (m1d) of the internal carotid artery system and was hospitalized. Before the procedure, aspects-dwi was 3 points, nihss was 19 points and tici was 0. There was mildly torturous at the occluded site. The vascular diameter at the occluded site at proximal portion was 3.7 mm, and distal portion was 3 mm and length was 14 mm. The t-pa(26.1 mg/kg) was administered, but there was no re-canalization; therefore, the revive se (complaint product) was used for this procedure. A guiding catheter (9fr optimo, tokai medical product (inserted at 9:15 pm)), a micro catheter (2.4fr, laver (inserted at 9:15 pm)) were also used for this procedure. The revive se was deployed twice at the occluded site, but recanalization was not obtained. Additionally, a solitaire and penumbra device was used multiple times; however, tici 0 was resulted. Immediately after the procedure, asymptomatic intracranial hemorrhage (ph 1) was observed in the occluded blood vessel site and nihss was 31 immediately after the procedure on (B)(6) 2016. The patient recovered from the asymptomatic intracranial hemorrhage on (B)(6) 2016. On (B)(6) 2016, at the time of discharge, nihss was 17, mrs was 5 and aspect-dwi was 1.